Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 24 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 190 mm. The aneurysm neck was reported to be short. Vessel morphology is unknown. The operative report states the bifurcated stent graft was inserted with the aid of a 20 french sheath through the left common femoral artery, partially deployed, and pulled down to below the level of the renal arteries. Angiography revealed a proximal endoleak, which the physician states was due to the short infrarenal neck. It was reported that the physician placed the device too low. In order to facilitate implantation of an aortic cuff, the device was deliberately pulled down prior to complete deployment. The contralateral limb was then deployed, and a 28 mm diameter x 3.75 cm length aortic cuff was implanted proximally. Completion angiogram demonstrated no proximal endoleak; however, graft porosity was noted approximately 3 cm below the proximal neck. No distal endoleak was noted, and the right common femoral and hypogastric arteries were patent. The left hypogastric artery had been occluded by the stent graft. The sheaths were removed, and a dissection was noted in the left common femoral artery, requiring a patch angioplasty. The patient tolerated the procedure well and had palpable pedal pulses bilaterally at the conclusion of the procedure. The procedure was reported to be successful.